Manufacturer narrative:
Insulin pump received with blank display due to problem isolated on the motherboard. Unable to verify motor error alarm and perform displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and motor error randomly throughout the day and when tried to bolus, changed the set and the reservoir but, still received motor error. The customer was advised to disconnect from the pump. The insulin pump will be returned for analysis.